Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd895953 and gd896118 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested cloudy effluent. The same day, the pt was hospitalized for the event. Treatment for peritonitis was not reported. The cause of the peritonitis was unknown. On an unknown date, pd therapy was discontinued. Seven days after admission to the hospital, the pt was discharged. At the time of this report, the pt was recovering from the event. Additional information was requested but was not available. This is report 2 of 2.